Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms of their blood glucose levels. The customer treated with hospitalization. Customer's current blood glucose value was 240 mg/dl and at the time of incident blood glucose value was 340 mg/dl. Troubleshooting was performed. Customer alleges pump is under delivering due to reservoir is still full. The customer was hospitalized and blood glucose value when admitted to hospital was above 299 mg/dl. The customer complained about hyperglycemia. Customer wearing the pump at time of hospitalization. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. The product was not returned for analysis.